Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device was not detected on the bus. Multiple attempts were made to recover the device; however, the recovery was unsuccessful and the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer (fse) found that the half height cubie drawer had failed and was missing in the station application configuration. The half height cubie bus module controller board was replaced, and the row board cable connections were reseated. All cubie trays and pockets were also reseated. After testing, the fse was able to recover all pockets and the drawer, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.